Event description:
It was reported there were performance issues with the lead. It was also reported an implant attempt was made past the expiration date. Additional information was requested, but is not known. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.